Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2015. High lead impedance was detected pre-operatively on system diagnostics on (B)(6) 2015. During surgery, the generator was replaced, and high lead impedance with impedance greater than 10,000 ohms resulted. The lead was then replaced at that time. The explanted generator and lead are not being returned to the manufacturer by the hospital. Therefore, analysis is unable to be performed.

Event description:
Clinic notes dated (B)(6) 2014 reported that high lead impedance was observed upon diagnostic testing with dcdc = 7. Surgical intervention has not occurred to date.